Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
During follow up, the following additional information was received: the lens was removed from the patient¿s eye. There was incision enlargement to 2.75mm. The patient recovered, however, with a residual degree, due the diopter change. The physician had scheduled surgery with diopter 21.00. As the lens was damaged, a lens with diopter 21.50 was used instead. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the customer that when implanting the intraocular lens (iol), it was observed scratched. The iol initially implanted was 21.0 diopter and it was replaced with a 21.5 diopter lens. No additional information was provided to abbott medical optics.